Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device would not recognize cassette attached. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past 12 months. The primary reported problem that device did not recognize cassette attached was duplicated. During the functional test, found that the downstream occlusion (dso) sensor was contaminated, indicating the dso sensor was defective and needed to be replaced. The cause is the dso sensor has fluid contamination. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.